Event description:
It was reported the patient experienced pain down in his leg when pressure is applied to the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the physician decided to explant the patient's scs system.

Event description:
Follow-up information revealed the patient's pain has subsided since his explant. However, the patient is experiencing tingling sensations. The physician expects the sensations to improve over time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the returned ipg had no visual anomalies that would have existed prior to explanting and could have contributed to the discomfort reported. The ipg was functionally tested and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.